Event description:
The pt experienced a loss of therapeutic effect; the stimulation was not strong enough. The pt was unable to adjust the stimulation. It was determined that the upper limit had been reached. There was no known accident or incident related to the event. Impedances readings showed >4000 ohms on some of the bipolar pairs; electrodes 4, 5, 6, and 7 were all affected. Group impedances showed program #1 (797 ohms and 65 current) and program #2 (>4000 ohms and <50 current). A surgical revision was recommended. The pt did not want to have surgery at this point because he was going (B)(6) for the winter.

Manufacturer narrative:
(B)(4).